Event description:
The ventilator was connected to the patient. The ventilator failed to cycle. The customer reports that a constant alarm was activated, however the type of alarm is unknown. There was no patient injury.